Event description:
I had the natrelle 410 ff silicone implants placed after a cancer double mastectomy in (B)(6) 2013. I was diagnosed with breast implant associated anaplastic large cell lymphoma (B)(6) 2025. I will be undergoing a en bloc capsulectomy and implant breast removal (B)(6) 2025. Pt: 3264. Device: 4001. My testing proved positive for t-cell receptor beta gene rearrangement and positive for t-cell receptor gammagene rearrangement. Reference reports: mw5175610.